Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. After running for 10 to 15 minutes, the device displayed red status on the instruments. There was a high amp noise on amp board c. A replacement part was sent to the rep to resolve the issue.

Event description:
A medtronic rep reported that the inav system would display an "amplifier noise error". The error was intermittent. They could disconnect then reconnect the power cable to temporarily resolve the issue. There was no impact on pt outcome.